Event description:
The surgeon cut the distal catheter at the spinal level during an unrelated surgical implant procedure. A catheter revision kit was used to repair the break. The surgeon used a pin and boots from the kit to splice the catheter back together. This resolved the issue. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. The outcome and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).